Manufacturer narrative:
Implant failed due to off label use, specifically healing time too short and patient was a heavy smoker. This MDR was previously submitted to the FDA by keystone dental. (B)(4).

Event description:
Off label use, implant failed.